Event description:
Blood pressure (bp) cuffed failed to cycle on 2 occasions. Confirmed cuff was on patient and set to cycle. After 2nd failure to cycle, found bp cuff cable was disconnected from cuff tubing. Reconnected and cuff became disconnected immediately. The cable connector where it connects to the bp cuff is not secure. It only takes a minimal amount of pressure against the connector: like linens or the patient moving his arm against the bed to cause the cuff to become disconnected.